Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage on faulty force sensor resistor. The device passed displacement test, self test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear normal. The insulin pump was returned for analysis.